Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized in the emergency room due to low blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 33 mg/dl. Customer stated that they had blood glucose of 33 mg/dl treated with carbohydrate intake. Customer stated they had another low blood glucose event on (B)(6) 2020 with blood glucose of 29 mg/dl treated with carbohydrate intake and the first event was on (B)(6) 2020 with blood glucose reading of 29 mg/dl treated with carbohydrate intake. Customer stated they treated with juice and honey but there was this one incident that took them to the emergency room (B)(6) 2020. Customer stated that she was asleep when their parents heard something strange so they took her to the emergency room. Customer was treated with insulin through intravenous. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.